Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient presented to the emergency room (ER) with hyperglycemia, reporting blood glucose (bg) levels over 400 mg/dl while wearing the pod on the skin between 4 and 24 hours. The pod was in limited mode with minimal basal delivery, and sensor values were intermittently missing. A fingerstick confirmed high bg which was later corroborated by the sensor. No symptoms in the ER were reported. The patient was treated with humulin r, novolin r and intravenous fluids, reducing bg to 351 mg/dl. The patient was discharged after a few hours.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed portion of the soft cannula was observed to be pinched, resulting in the length measuring out of specification. Though the soft cannula was pinched, fluid was able to flow through the complete fluid path during testing. The exact cause and time of the soft cannula damage could not be determined. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. No other damages or deficiencies that would prevent the delivery of insulin were observed. The pod was unable to perform a successful rerun. Inspection of the patient history buffer (phb) data found -1 estimated glucose values (egvs), indicating signal loss between the pod and the continuous glucose monitor (cgm). No damages or deficiencies were observed in the pod that would lead to a pod communication error. The exact cause of the reported pod communication error event could not be determined.